Event description:
It was reported that during an implant attempt the helix on the right atrial (ra) lead would not re-extend after a few attempts to place the lead. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was distorted. The distal conductor was fractured (overstress) and there was blood in/on the helix/lobe mechanism. Visual analysis revealed the lead was damaged at implant. The lead was received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor had been over-retracted and fractured in the connector.